Event description:
Pt was on capd using extraneal dialysate solution. Pt admitted to hospital and hospital uses accu-cheks for bedside blood glucose monitoring. Pt found in unresponsive in bed. Accu-chek = 160 and fasting serum blood glucose = 50 at 0500. Earlier in morning at 0056, pt received novolog 22 units for an accu-chek reading of 411. Diabetic educator, nurse educator, and clinical pharmacist was called to review pt related events. Discovered that extraneal dialysate solution is on the list of medications that interact with the accu-chek test strips utilizing glucose dehydrogenase pyrroloquinolinequinone (gdh-pqq) technology. Gdh-pqq does not distinguish between glucose and other sugars such as icodextran found in extraneal solutions. Info regarding this drug-device interaction obtained from the (B)(6) 2008 nurse advise-err. Pt received d50w to treat symptoms of hypoglycemia and recovered without sequelae. Pt uses one-touch meter at home.